Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure. It was further reported that the 75 % stenosed target lesion was located in a non-tortuous and mildly calcified #1 proximal right coronary artery.